Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported an unknown age and gender patient noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The pump would not deliver across the aortic valve. The team explanted the pump and a new pump was successfully placed. No harm or injury from the failed delivery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.